Event description:
Information was received that during use of this smiths medical cadd legacy pca pump, the patient was admitted to the emergence room and stated that the "pump had malfunctioned and was not working". The patient reported that the pump was not administering medication. It was also reported that the patient was in "high pain", and the facility replaced the pump. No additional adverse effects reported.